Event description:
It was reported that the right ventricular (rv) lead appeared to exhibit oversensing on a stored episode of ventricular fibrillation (vf). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5568-45 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.